Event description:
It was reported that during a surgical procedure, the bur broke during a craniotomy and was left in the patient. The fragment was removed during a revision procedure. The procedure was completed successfully without a clinically significant delay.

Event description:
In addition to the previous executive summary, it was further noted that a CT scan was used to determine that the bur fragment was inside the patient.

Manufacturer narrative:
Updated fields: d9, h2, h3. Additional information: b5, h6 health impact code were updated to reflect additional information of imaging required.